Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 600+ mg/dl. The customer was treated for the high readings in the emergency room. The customer was sent home to change the set. At 9am, the customer's blood glucose was 90 mg/dl; the customer had a piece of toast and 2 eggs. The customer's blood glucose was 480 mg/dl later. The insulin pump will not be returned for analysis.